Event description:
It was reported that the device presented with inappropriate therapies, and hv lead impedance out of range. Noise was observed on both atrial and ventricular channels when attempted to perform an hvlic. The noise appeared while the device was charging. The patient went into cardiac arrest. A replacement was pending upon improvement of patient's condition. Later, it was reported that the patient requested to be dnr. The device was turned off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.